Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient¿s ipg was protruding through the skin. Subsequently the patient underwent surgical intervention wherein the ipg was explanted, replaced and the ipg site was revised. Reportedly, the ipg replacement was elective to take advantage of the updated model.